Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced hyperglycemia but was not able to report the specific symptoms experienced. It was reported that he also experienced chest pain during the event and contacted his daughter. The daughter instruct him to call 911. The paramedics arrived and treated the patient with medication for his chest pain and to lower his blood glucose, but the patient cannot recall what was the medication provided. The patient was taken to the hospital and was admitted for 5 days (it was not documented if the reason for the hospitalization was the chest pain or hyperglycemic event). At the time of the report the patient was feeling fine. At an unspecified time of the event the cgm was reading 280 mg/dl and the blood glucose reading was 499 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.